Manufacturer narrative:
Per tandem user guide: if you drop your t:slim pump or it has been hit against something hard, ensure that it is still working properly. Check that the touch screen is working and clear, and that the cartridge and infusion set are properly in place. Check for leaks around the cartridge and at the luer connector to the infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.